Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 515 mg/dl with light ketones. The customer administered a manual injection in order to address for the elevated bg level. System check was unable to identify a source of the blockage. Reportedly, the customer changed supplies to address the occlusion alarm.